Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger faults) has been confirmed. Upon receipt, the charger/mnodem would not charge a battery. Upon investigation, there was liquid contamination throughout the charger. The cause for the failure was isolated to the contaminated charger. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was causing charger faults.